Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The provided media (angio image and surgical cut down image) confirm the malfunction described in the complaint summary that the arterial closure of the rcfa using a perclose prostyle closure device resulted in a near total occlusion. A probable cause cannot be determined from the provided media. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. The patient effects of occlusion and ischemia are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: a partial UDI was provided as the lot number is not known. Attachment: article titled: "common femoral artery occlusion following suture-mediated vascular closure device: a case report."

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an uterine artery embolization interventional procedure with a 5f sheath. Reportedly, the device initially achieved hemostasis. After closure, it was noted that the right lower limb appeared pale due to ischemia. An ultrasound and angiogram found that a near total occlusion had occurred. A surgical cutdown was performed, which noted that the knot was placed on the posterior wall of the artery. Surgery was used to repair the artery and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Specific patient information has been documented. Details are listed in the attached article, "common femoral artery occlusion following suture-mediated vascular closure device: a case report." No additional information was provided.